Event description:
During a laparoscopic appendectomy the endoscopic babcock malfunctioned. The babcock would not open. The surgical team had to open the patient up and still could not open the instrument to release the appendix. After several manipulations, the endoscopic babcock finally opened and was noted to have some cracks. The doctor when back on laparoscopically to see if any damage was done; none was found. The instrument was removed from use and tagged for repair.